Event description:
Date notified: 10/05/05 a model 324 on-board suction system (s/n 0412033) failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident.